Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18526. It was reported the pt's ipg site is tender and more superficial than the pt desires. Also, the pt was experiencing stimulation in her back and shoulder blades and not in her pain pattern of right elbow to fingers. Reprogramming was able to provide effective stimulation, however, the pt indicated in the past after being reprogrammed, stimulation to her pain pattern does not remain. X-rays were taken and indicated the pt is implanted with a different manufacturers lead, but does not have a scs lead adapter implanted. Diagnostic testing is to be performed and surgical intervention will take place at a later date to address the issues.